Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Upon removal of the sensor, the patient stated the sensor wire was not attached to the sensor pod. The patient's mother stated the patient went to the hospital on (B)(6) 2018 and had an x-ray image performed. The x-ray image results showed the sensor wire still in the patient's body and the doctor advised the patient to wait for the sensor to come out by itself. Further contact was made with the patient's mother on (B)(6) 2018 and she stated that on (B)(6) 2018, the doctor stated they would surgically remove the sensor wire. On (B)(6) 2018, the patient was put under full anesthetic for an hour and the sensor was successfully removed by surgery. At the time of contact, the patient was at home in healthy condition. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.